Manufacturer narrative:
During inspection and testing, the distal tip of the fiber was found to be broken off and there were signs of physical damage or kinking at the end of the fiber where the tip should be. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that the subject device could not be activated when connected to the laser during an unspecified therapeutic procedure. The procedure was completed with another similar device. There was no effect on the patient due to the event. The subject device was sent to olympus for evaluation. During inspection and testing, the fiber was found to be broken. This report is being submitted for the malfunction found during evaluation (break).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely the fiber tip damaged occurred due to mishandling of the fiber on the return of the device. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.